Event description:
Procedure performed: unknown description of event: (name redacted) started his procedures with the alexis o ridgid. He noticed the sheet teared. Then he started to use the alexis ortho. In 90% of cases he uses the anterior approach and alexis ortho. He's using a relatively large incision. Placement of the sheet after the femurhead is removed. He tried to place it before but he states that he has less space and moved away from that. For the other cases (revisions and displasia) he uses the lateral approach and no alexis ortho. He uses a relatively large incision (no bikiny incision due to more wound complications in relation to straight incisions. More granulation tissue in the groin is seen if bikiny incisions are used.) Intervention: unknown patient status: unknown.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as there were no nonconformance's and the device passed all tests and inspections. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap choley. Event description: complaint received on 07-june-2024. Awaiting detailed description of the event as advised by [name], ama regional sales manager. Email was received from ama customer relations team on 10-jun-2024 that [hospital] is an entity of [institution]. The purchase of the incident product was made by [institution]. Additional information was received from [name], ama regional sales manager via email on 27-jun-2024. The ca500 clip applier did not fire (misfired) when used by surgeon and so used another one. There was no clinical impact to the patient. Patient status: no clinical impact to the patient. Intervention: surgery completed with alternate product.